Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotablator rotalink plus burr lodged in the lesion and a dissection occurred. The 80% stenosed target lesion was located in the tortuous, calcified left anterior descending (lad) artery. The physician advanced a 1.25mm rotalink plus burr over a rotawire to the lesion. During ablation the burr got stuck in the lesion. The physician was able to remove the burr and the guidewire as one unit. A dissection was noted. The procedure was not completed and the patient was sent for bypass surgery. No further complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).